Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was scrapped as it was beyond repair. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.